Event description:
The machine started leaking water without harm to the patient. Hta (hysteroscopic thermal ablation) set back did not work. Reservoir set up on machine would not go past start. Company called. Machine turned off and restarted set up process. Machine would not proceed.======================manufacturer response for uterine ablation machine, boston scientific (per site reporter).======================the rep came into the or and tested the machine with his equipment and determined that the sensor was bad.